Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms of chest tightness, shortness of breath, weakness, dizziness and nausea which reduced after rest. An echocardiogram was performed which identified a slow heart rate, atrio-ventricular block and no pacing signal. It was suspected that the implantable pulse generator (ipg) encountered premature battery depletion. The ipg could not be reprogrammed and therefore, remains in use but a replacement procedure is scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.